Event description:
It was reported by the rep that during a robotic lobectomy procedure, the device stapled however did not cut all the way across and the deployed staples were malformed. The surgeon sutured the open bronchus and over sewed the staple lines. Suture was used to complete the procedure. No adverse consequences reported. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.